Event description:
It is reported that the packaging of the femoral component appeared to be torn compromising the sterility of the device.

Manufacturer narrative:
This report will be amended when our investigation is completed.